Manufacturer narrative:
Device evaluation ((B)(6) 2021): the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a cracked battery door. The customer stated problem was duplicated. The device found downstream occlusion calibration has failed at psi high flow during testing and alarmed "cassette not attached properly" messages when latched. It was determined that the downstream occlusion sensor was inoperable. Therefore, the downstream occlusion sensor was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed cassette sensor. It is unknown if there was a patient, or clinician injury associated with this occurrence. Additional information received at smiths medical (B)(6) 2021: no patient incident found during testing.